Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient has experienced their bottom tooth has shifted posteriorly and this same tooth has been loose since and shifts /moves quickly. Patient has been in retainers since 2021 and has stated that the tooth has been mobile since.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.